Manufacturer narrative:
The account replaced the head end brake casters to resolve the issue.

Event description:
The account alleged the brake casters on the head end of the bed will swivel while in brake mode. No pt impact.